Manufacturer narrative:
Concomitant medical products :model 1106(2), scs anchor: therapy date is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference MFR. Report#: 3006705815-2018-00566. It was reported the patent was not receiving effective therapy from the scs system. The patient also reported a recent fall. X-rays revealed lead migration. Reprogramming was able to provide adequate therapy to the patient. However, additional information revealed since one of the patient's leads had migrated, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, effective therapy remains post-operatively. Please note: it is unknown which lead had migrated and was explanted and replaced. Therefore, all suspected devices are being reported.